Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation. The device battery was replaced as a precaution. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message. There was no patient harm or serious injury reported as a result of this incident.